Event description:
The customer reported in 2004, an 840 alarmed and stopped cycling while on a patient. The patient was removed and placed on another ventilator and was not harmed or injured as a result of the event. The second day, a puritan bennett, customer service engineer (cse) evaluated the device. The cse determined that error codes in the device's memory log indicates that the grapic user interface (gui) screen did become inoperative, but the device continued to ventialate the patient. In a subsequent interview with the customer it was confirmed that the unit continued to ventilate even though the screen was blank and the patient was not harmed or injured. The resulting malfunction was classified as a complaint, but determined to be a non-reportable event as the malfunction did not cause or contribute or would not be likely to cause or contribute to patient death of injury.